Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer sent e-mail stating the brush heads no longer fit snugly and tend to come off in use. No injury was reported.